Event description:
It was reported that approximately 1 day after implant, the patient experienced intermittent diaphragmatic stimulation. The left ventricular (lv) lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient again experienced diaphragmatic stimulation and intervention was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was obtained, which indicated the lv lead had showed a change in pacing threshold at the time the diaphragmatic stimulation was observed. The lv lead pacing threshold was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.